Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non sustained lead noise was observed due to post-paced t-wave oversensing. Recommended programming changes were made that resolved the issue. Patient condition was fine.